Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occl. Error" was not reproduced. A review of the event history log revealed 'downstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of calibration. The force sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.